Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the adaptor device had a worn bearing, moving parts did not move smoothly, did not function and component damage. It was further determined that the device failed pretest for check general function in running mode and check for mechanical free movement. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. Correction: device availability: d9: the device availability date was incorrect in the initial report. The date has been updated from 8/23/2021 to 8/25/2021.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: adaptor device, radiolucent drive device, (B)(6) 2021 the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during pre-surgery, it was observed that the adaptor device had a heating issue while in use with a radiolucent drive device that would not hold the drill bits and an attachment device that was not rotating. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.